Event description:
A malfunction alarm was reported with malfunction code malf 12, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy.